Event description:
New information received indicates that a right side implant was later completed. The patient was stable after the event. This lead was not implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for the implant procedure, the physician was unable to feed the lead through due to vessel blockage. The physician retracted the lead and attempted to advance a guidewire through the sheath, but suspected the patient experienced a submuscular hematoma as a result. A right-sided implant was scheduled.